Event description:
During follow up for another report, the nurse reported that the patient swapped his device and had an instance of draining over 4000ml. The nurse reported that the patient drained 4800ml in 2009. On the day of the event, the patient came into the clinic and felt very bloated. The patient's symptom of bloated occurred at the end of his therapy. The nurse drained the patient and 4800ml was drained. This relieved the patient's symptoms. The nurse stated that the patient's fill volume at the time of the event was 2000ml. These volumes meet increased intra-peritoneal volume (iipv) criteria. According to the nurse, the patient has a large peritoneum and the fluid was most likely pocketing in his large peritoneum. Since this event the patient's fill volume was increased to 3000ml. Per the nurse this resolved the patient's difficulty draining and fluid pocketing. There was no patient injury or medical intervention. No further information is available.

Event description:
Product surveillance contacted the patient on (B)(6) 2010. According to the patient he recalls coming into the clinic and feeling bloated, however, he does not recall how much solution he drained. The patient stated he had a normal exchange through the night and felt bloated when he woke up. No further information was available.

Manufacturer narrative:
(B)(4). The product analysis lab (pal) evaluated the device for the reported issue of increased intraperitoneal volume (iipv). Review of the device data logs revealed that the probable cause was determined to be insufficient drain; false empty detect and last manual drain not used. The device will be sent to the service area for servicing. (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.

Manufacturer narrative:
CAPA is currently open for the reportable malfunction of overdelivery / iipv.

Manufacturer narrative:
(B)(4). For corrected 510k number as the initial medwatch contained an incorrect 510k number.